Event description:
It was reported that an unknown patient underwent an afib ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was reported by the bwi representative the hemostatic valve of the vizigo sheath broke when the dilator was inserted. There was bleeding back from the sheath. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. The sheath was discarded. No picture available. The sheath was used on the patient body. Air did not enter the patient¿s body. No patient consequences. No treatment required. The approximate volume of blood that was lost was approx. Less than 10 ml. Not a major amount of blood loss. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00002035 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).